Manufacturer narrative:
Concomitant medical products: stent (supera, abbott vascular). Complaint conclusion: after a 6f exoseal vascular closure device was deployed, the pulse of the dorsalis pedis artery was observed shortly after the surgery but it could not be confirmed 30 minutes after the surgery. Occlusion was confirmed by angiography from the puncture site to the peripheral artery. The patient had bypass surgery at another hospital. The physician commented that the plug might have dropped ¿in intravascular in the procedure. This was not confirmed because dissection was observed at the ostium which occurred by touching with the distal end of the sheath introducer. Occlusion occurred within half an hour only.¿ a lesion in the left superficial femoral artery with stenosis was initially treated with a non-cordis stent after pre-dilatation around the segment of the infra-patient artery which is from adductor hiatus to upper edge of femoral condyle and the middle part. An exoseal was deployed but it took a long time to achieve hemostasis. Hemostasis was achieved by manual compression. A retrograde approach was used with the device. The physician had achieved certification on the use of exoseal vcd and used the device for about fifty times. The exoseal vcd was prepped according to the instructions for use (IFU). There was no visible signs of device or package damage prior to use. An 11cm brite tip sheath introducer was used in-conjunction with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium nor plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no excess force applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The deployment button was fully depressed and flushed against the handle. The indicator window was showing solid black at this time. There was no excessive force needed to fully depress the button. Procedural films were not available for review and additional procedural details were requested but are unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without the return of the device for analysis, the reported customer event ¿vascular access site occlusion¿ could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), other less serious potential risks associated with femoral artery closure procedures that could occur more frequently include, but are not limited to, peripheral artery total occlusion. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a device history review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
After a 6f exoseal vascular closure device was deployed, the pulse of the dorsalis pedis artery was observed shortly after the surgery but it could not be confirmed 30 minutes after the surgery. Occlusion was confirmed by angiography from the puncture site to the peripheral artery. The patient had bypass surgery at another hospital. The physician commented that the plug might have dropped ¿in intravascular in the procedure. This was not confirmed because dissection was observed at the ostium which occurred by touching with the distal end of the sheath introducer. Occlusion occurred within half an hour only.¿ a lesion in the left superficial femoral artery with stenosis was initially treated with a non-cordis stent after pre-dilatation around the segment of the infra-patient artery which is from adductor hiatus to upper edge of femoral condyle and the middle part. An exoseal was deployed but it took a long time to achieve hemostasis. Hemostasis was achieved by manual compression. A retrograde approach was used with the device. The physician had achieved certification on the use of exoseal vcd and used the device for about fifty times. The exoseal vcd was prepped according to IFU instructions. There was no visible signs of device or package damage prior to use. An 11cm brite tip sheath introducer was used in-conjunction with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium nor plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no excess force applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer was locked against the handle assembly and an audible click heard. The deployment button was fully depressed and flushed against the handle. The indicator window was showing solid black at this time. There was no excessive force needed to fully depress the button. The device was discarded and will not be returned. Procedural films were not available for review and additional procedural details were requested but are unknown.